Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The armada 35 referenced is being filed under separate a medwatch report.

Event description:
It was reported that the procedure was performed to treat a 50% stenosed, moderately tortuous and calcified lesion in the iliac artery. Resistance was felt when advancing a 9x59mm omnilink elite 35 balloon-expandable stent system (bess) through a 6f guiding sheath. Difficulty removing the bess from the guiding sheath was felt. An attempt to advance a 6x80mm armada 35 balloon catheter was made; however, resistance was felt with the guiding sheath. Resistance removing the balloon catheter from the guiding sheath was felt. The procedure was successfully completed with a new guiding sheath, a non-abbott stent, and an unspecified balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed on the stent delivery system (sds). The reported difficulty to position and remove were confirmed. A review of the lot history records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents reported for the lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. In this case, it is likely that the inner diameter of the introducer sheath may have been on the lower end of the specification enough that when the stent implant was advanced through the sheath, the stent implant encountered resistance with the guiding sheath resulting in the difficulty to position causing the noted stent damage resulting in the difficulty to remove. There was no damage noted on the sds during initial inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.